Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the device nozzle was clogged with foreign object noted to be attributed to insufficient cleaning (handling problems). Due to clogging, the water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value . Due to clogging of nozzle, air supply volume does not meet the standard value. The reported issue of "poor air/water supply" was reproduced, reported issue was confirmed. Additionally, the following defects were identified during device inspection: due to a pinhole on a-rubber (bending section), water tightness is lost. C-cover has a dent. Adhesives around light guide (lg) lens has white-clouded area. Adhesive around lg lens peeled. Adhesives around objective lens has white-clouded area. Objective lens has a crack. Adhesive on a-rubber (bending section) has a discolored area. Adhesive on a-rubber has a crack. Adhesive on a-rubber has a chip. The angle wires found stretched. Due to wear of angle wire, the play of up/down knob is out of the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Protector of universal cord on s-connector side found damaged. C-cover is dirty. Objective lens has a scratch. Switch 1 has a scratch. Grip noted shaved. Indication on s-connector peeled. Ig protector has a scratch. Forceps channel port shaved. The information for reprocessing and foreign matter surveys results obtained from the customer facility were noted below : device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility not aware, as to when the foreign matter adhered on the device. ¿ did not provided additional information. Time lag between the end of clinical use and the start of precleaning- noted ¿properly implemented, no delay. No further information provided. Flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Reprocessing were normal and without issues. Facility noted no abnormalities on the accessories used for reprocessing. Any concerns on reprocessing- no response provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of " poor air/water supply¿. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that the foreign matter stuck in the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.